Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic to acquire a transmitter for his pacemaker. Upon attempting to pair the two devices, the pacemaker failed to pair with the transmitter. After several failed attempts, the devices were set to search only for each other. The pacemaker then connected successfully with the transmitter. No further issues were reported.

Manufacturer narrative:
Upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction or caused a serious event. The pairing events are a normal device function.